Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 693158 rv lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the clinic with shortness of breath. The lead was reprogrammed and their symptoms resided, however, the patient later presented to the emergency room with the same symptoms and it was confirmed via x-ray that the right atrial (ra) lead had dislodged. The ra lead was repositioned. No further patient complications have been reported as a result of this event. This was part of the (B)(4) study.